Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and calcified right common iliac artery. The wanda 10.0-20, 80 balloon ruptured on the first inflation. It is unknown to what atmospheres the balloon was inflated. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4): as the unit has not been returned the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)